Event description:
Synovitis in both knees. Information was received on 23 and 24-jul-2003 from an orthopedist via his secretary, regarding a patient with a history of osteoarthritis (oa). The patient takes celebrex, 200 mg a day (indication and duration unknown). The orthopedist reported that the patient does not have any concomitant medications "in" the treated joint. The patient received the first series of three synvisc injections to the knee (unspecified) in october 2002 (exact dates not provided) and reportedly "did well." In apr-2003, the patient began a second series of synvisc injections to both knees. On 14-2003, the orthopedist evaluated the patient, and noted that the patient had developed a "bilateral synovitis reaction in both knees, secondary to synvisc," as well as large effusions in both knees. The patient received a kenalog injection as treatment (date (s) and joint (s) unspecified). The orthopedist reported that the events improved after synvisc was discontinued (date unknown). The orthopedist also reported that the events had resulted in "permanent or significant disability" (unspecified). In jul-2003, the patient saw the orthopedist and x-rays were done, which showed progession or the patient's oa, with joint narrowing and crepitus. The orthopedist injected both of the patient's knees with kenalog (dose strength unknown) and lidocaine. The orthopedist's secretary stated that the orthopedist told the patient that he thought a brace would help; however she did not know which leg the brace was going to be for. The orthopedist discussed with the patient, the possibility for future knee replacement surgery, and reported the plan for this surgery as being related to the patient's disease progression, and not the synvisc. At the time of this report, the orthopedist reported that the patient has a swollen and sore knee (unspecified) with no significant lasting effect from the synovitis.